Event description:
A 3.0mm diameter by 18mm length s7 stent delivery system was inserted in an attempt to direct stent a calcified mid-right coronary artery. It was not possible to cross the target lesion, therefore, the lesion was pre-dilated with a 3.0mm by 20mm ptca balloon. The stent delivery system was then re-inserted into the coronary artery, however, it was unable to cross the target lesion. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon proximal to the lesion site. A ptca balloon was used to deploy the stent at the unintended site. Subsequently, another MFR's stent was used to treat the target lesion. The pt was reported fine post procedure and there is no add'l clinical sequelae reported related to the event. The calcification and no 1:1 pre-dilatation likely contributed to the stent not crossing the lesion.